Manufacturer narrative:
The meter has been returned and investigated. The complaint was not confirmed and no new issues were observed.

Event description:
A customer's husband reported 5-6 months prior to calling adc, they obtained a reading on their freestyle freedom meter that was lower than how the customer felt (no reading was provided). The caller further reported the customer experienced loss of consciousness, received an intravenous infusion of unknown type and was transported to a health care facility via paramedics. The customer refused to complete troubleshooting, hence no additional information with regards to the medical event is available. There was no report of death or permanent impairment associated with this medical event.